Event description:
One hr after the pump and catheter were replaced and the pump was started following a priming bolus, the pt became unresponsive. It was noted that the old drug was removed from the old pump and placed into the new pump; the new pump was programmed to the same concentration and rate as the old pump. The pt was given naloxone and responded to that. The pump was programmed to the minimum rate. The medications being delivered via the device system were baclofen, dilaudid and bupivacaine. Additional info has been requested, a f/u report will be sent if additional info becomes available.